Event description:
Caller stated that he sought medical attention on (B)(6) 2024 around 6pm at home. Caller stated that he tested his blood glucose with this prodigy meter and is unable to recall the reading he received. Caller did state that two more tests were done with his prodigy meter and those readings were 588mg/dl & 483mg/dl. Caller also stated he is unsure of what a normal reading would be for that time of day. Caller stated that he was feeling nauseous and was using the bathroom a lot. He stated that he did not call paramedics. Caller stated that he went to (B)(6) caller stated that when he arrived at urgent care his blood glucose was 488mg/dl. Caller stated that he was given insulin to lower his blood glucose. Caller stated that there was no other treatment given not related to his blood glucose. Caller stated that his blood glucose before being discharged was 303mg/dl. Caller also stated that he now takes dapsone once a day instead of twice however he was unclear if this was prior to seeking medical attention. No additional information was provided.